Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone converstion with a user facility representative. "Customer called stating that the infared light caught on fire and melted" the following description of the event was reported viasys via a letter from the user facility in response to a letter sent by viasys requesting additional information. " technicians were having trouble (with) no infra red in bedroom. Upon checking the light itself the front plastic had brown burn holes & the side had a brown burn hole. It was too hot to remove (with) hands. Had to be unplugged & removed from service."

Manufacturer narrative:
The user facility was issued a return goods authorization (rga) to alleged faulty infared illuminator to our manufacturing plant for evaluation. As of the date of this report the alleged faulty infared illuminator has not been received.